Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap blew off at 10,536 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for evaluation.